Event description:
Device malfunction: premature deployment; time of malfunction: during procedure; and symptoms: none reported. It was reported that the target vessel was the sfa, using a contralateral approach. The absolute was properly prepped. When the absolute was advanced into the introducer sheath diaphragm, barely to the white tip, and resistance was immediately felt. The thumbwheel was in the locked position. The physician pulled the device out and found the stent tip had partially deployed about 1 cm. There were no patient injury and no additional information available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis of the device revealed that the absolute was returned with contrast visible in the shaft. There was no blood visible. The stent was partially deployed with 1 cm of the distal end expanded. The proximal end of the distal outer member was accordion shaped 0.2 cm proximal to the proximal marker for the length of 0.2 cm. There were 2 kinks in the shaft and inner braided member located 0.2 cm and 62.7 cm distal to the strain relief tubing. There was no other damage to the catheter visible. The handle was returned in the locked position. While holding the catheter straight, the handle was unlocked and rotated and the thumbwheel and the stent deployed with no resistance. Using a laser micrometer, the distal outer member was measured. The device was not returned in the new bio-hazard return box, and was not coiled. Quality engineering reviewed the incident information (resistance felt during advancement into the introducer sheath) and analysis of the returned device. The absolute catheter was returned with the stent partially deployed (1 cm), the distal outer member was accordion shaped and with 2 major kinks (kinking into the inner member braiding). Quality engineering was unable to determine the specific root cause for the partial stent deployment. The damaged distal outer member (accordion shaped) and the major shaft kinks have been replicated by engineering during advancement thru an (6fr) introducer sheath (depending on the angle) with the thumbwheel locked, forcing the stent to partially deploy, which may explain the resistance felt during advancement into the introducer sheath. In the event description, there was no mention of any kinks or damaged distal outer member during removal from the package. The shaft od measured in spec. The lot history record was reviewed and there are no non-conforming material reports associated with this lot number. There is no indication that the premature deployment is a production issue. No issues were identified with the catheter. The current quality plan contains a 100% inspection shaft damage, stent location, and thumbwheel rotation. In addition a sampling is inspected on-line. Quality engineering was unable to determine the specific root cause for this incident; however, engineering will monitor for this type of complaint. This MDR is considered closed by the quality assurance department.